Event description:
It was reported that the device failed volumetric test during pm (preventative maintenance). There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in overall good condition. Functional and accuracy testing was performed. The customer's reported issue was not confirmed. The root cause was undetermined. Device delivered a volume of 19.2ml. The device passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.